Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "there was black dirt adhering to some products."

Manufacturer narrative:
Investigation summary: bd japan received twenty (20) samples and attached six (6) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Black ink was observed on the caps and tubes. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of ink fm. Bd was not able to identify a root cause for the indicated failure mode.